Event description:
It was reported that this right atrial (ra) lead exhibited noise. The noise was presented during isometric testing causing oversensing and pacing inhibition. This lead was surgically abandoned, while the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Impact codes and device codes were updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.